Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated the device is cracked in two areas near the motor. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 145 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. The insulin pump has cracked at end cap and reservoir tube lip and minor scratched lcd window.